Manufacturer narrative:
The abutment was removed to be replaced by a med-el cochlear implant which is not considered reportable. This report is submitted on oct 28, 2021.

Manufacturer narrative:
This report is submitted on october 22, 2021.

Event description:
Per the surgeon, the abutment was removed (reason unknown) under a general anaesthetic (date unknown). The implant remains in-situ.